Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call battery out limit alarm. Customer's blood glucose level was 100 mg/dl. Troubleshooting for battery out limit was performed. Customer advised they replaced the battery and received the alarm. Customer was advised that it is normal behavior and that a replacement battery cap will be sent out. Customer was advised to clear the alarm by pressing the esc and act buttons. Customer was advised to monitor the insulin pump and to wait for the battery cap to arrive.